Event description:
(B)(4) study. Same case as MDR#2134265-2013-03195 and 2134265-2013-03194. Same patient as MDR#2134265-2012-02978, 2134265-2012-02979, 2134265-2012-04808 and 2134265-2012-04809 it was reported that post a stenting treatment procedure, angina occurred. In (B)(6) 2012, the subject presented due to myocardial infarction and referred for cardiac catheterization which revealed a 70% stenosed lesion located in the mid left anterior descending artery (lad) extending into the distal lad. The lesion was 30 mm long with a reference vessel diameter of 3.0 mm and treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion us coa stent and 3.00 mm x 16 mm ion us coa stent. Following post dilatation, residual stenosis was 10%. The subject was discharged on aspirin and clopidogrel two days later. In (B)(6) 2012, the subject presented due to angina pectoris and was hospitalized the same day. The physician noted 80% diffuse restenosis of the previously placed stent located in the distal lad. This was "initially treated with intracoronary nitroglycerin, the vessel pumped up some but again there was significant isr noted that appears to be impinging flow to the distal apex" which was treated with balloon angioplasty and placement of 2.75 mm x 20 mm veriflex stent with 10% residual stenosis. Medication was given to treat the event.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).